Event description:
During a remote follow-up, episodes of undersensing were observed. It is unknown if these episodes were due to the device or the right atrial (ra) lead. Technical support was contacted, but no intervention has been performed at this time. The patient was stable and will continue to be monitored.